Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, as the malfunction code was resettable and the fault had not been reported in the last 24 hours.